Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe stopper was loose and caused fluid to leak out during use. The following information was provided by the initial reporter, translated from chinese to english: "the seal of the syringe stopper was not tight, and the medical staff found the product leakage during use".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-23. H6: investigation summary: a device history record review was completed for provided bd material 301942 and lot number 2010172. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage through the plunger rod component was observed. The sample was then examined with magnification and damage to the plunger rod lip component was detected. This type of damage may be produced during the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that the bd¿ syringe stopper was loose and caused fluid to leak out during use. The following information was provided by the initial reporter, translated from chinese to english: "the seal of the syringe stopper was not tight, and the medical staff found the product leakage during use."